Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that she injected 90 units of lantus as normal at 7 am and did not eat breakfast. Reporter stated that around 9 am, she got a result of 109 mg/dl on the aviva meter and by 10:30 am, she felt really weak and the symptoms of hypoglycemia. Reporter stated that she again attempted to use the device and got an error message. Reporter stated the paramedics were called as her symptoms got worse and when they arrived at 11:30, they obtained a result of 30 mg/dl on their meter before treating her with glucose intravenously and morphine for pain. No other actions were reported taken or treatment received. A request was made for the return of the affected product.